Event description:
Patient has history of type 1 diabetes mellitus. Patient has been using insulin pump therapy for many years, most recently an animas ir 2020 pump. Patient was using a contact-detach catheter and most recently received a new shipment. Two consecutive uses on the left abdomen resulted in skin infections. These required 2 courses of antibiotic therapy and surgical intervention x 2--one requiring hospitalization via the ER and treatment.